Manufacturer narrative:
Reported event of ¿metal tip was coming off¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined; however, based upon photographic evidence a possible cause of this event could be that the device was used to mechanically displaced tissue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 117 reports, regarding 1,315 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and or injury. Do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2024 and the ¿surgeon was using wand to clear bursa for a rcr and noticed the metal tip was coming off. Managed to pull the wand and the metal tip out of the joint. Both the wand and the tip was retrieved.¿. There was no patient injury. The procedure was completed ¿with another wand¿ and a 2 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.